Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Correction h6- patient code and device code.

Event description:
Additional information received stated that ipg replacement was because ipg became inoperable due to lack of charging.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a surgical intervention wherein ipg was explanted and replaced for an unknown reason. No additional information is available.